Manufacturer narrative:
Of the 13 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a damaged battery cap. During investigation for unrelated complaints, there were 77 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 13 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-67 years of age and between 17 and 235 pounds. Of the reported patients, 6 were male and 7 were female.